Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. After a guidewire was passed through, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.